Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophageal stent placement procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of a malignant stricture in the esophagus. The patient¿s anatomy was not reported to be tortuous. During the procedure, the physician deployed the stent in the desired location. After the stent placement procedure, the stent migrated into the stomach (exact date unknown). Reportedly, the physician planned to remove the stent using a rat tooth forceps but it is unknown what date the stent was removed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent migrated. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.